Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The overlay tubing of the lead was observed to have blood ingression. Electrical resistance and continuity test results were within specifications.

Event description:
It was reported that at the initial implant procedure the left ventricular (lv) lead was attempted but not used. The lv lead caused phrenic nerve stimulation and had "unacceptable thresholds." A new lv lead was implanted and no patient complications have been reported as a result of this event.